Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy half-height drawer had failed and was unable to recover some pockets. A field service engineer logged into diagnostics and released all pockets, removed all foreign objects from the tray, reset all cables and connections, and restarted the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer pocket had failed. The customer reported that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.